Manufacturer narrative:
(B)(4). Report source: foreign: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported the glenosphere head impactor broke when impacting glenosphere. Broken into several small pieces that had to be removed from the surgical site.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the received picture identified the tip was fractured into pieces. Device not returned. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.